Event description:
The customer reported that there was no response from the controller to the table, therefore, the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu was replaced and the system was calibrated. The system was tested and found to be working as intended and put back into service.